Manufacturer narrative:
The device was received. Based on available information, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A physician attempted arteriotomy closure with the proglide device in the right femoral artery. The sutures broke and manuel compression was held for twenty minutes. The physician performed a balloon dilatation of the right femoral artery access site as it was occluded.